Event description:
It was reported that the patient's stimulation turned off whenever the patient removes the patient programmer. Additional information was requested from the patient's physician.

Manufacturer narrative:
(B)(4)